Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the touchscreen printed circuit board (pcb). Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator had a blocked screen. The ventilator was not on a patient at the time of the event.